Event description:
On (B)(6) 2012 a vns treating psychiatrist reported that the vns patient stated she has not been feeling well for 2-3 months; she clarified by saying the patient has been much more irritable and her moods have worsened. Normal mode diagnostics and system diagnostics were performed that day which both showed high impedance with output=limit/lead impedance=high/dcdc=7/eri=no. The patient's settings were output=1.5ma/frequency=30hz/pulse width=500usec/on time=30sec/off time=5min. The patient reported that she had fallen off of a lawn chair in either june or july and the physician had felt that the patient had not been receiving therapy due to her recent irritability/mood changes. The physician had indicated that the vns had really helped with these symptoms in the past. The physician noted that she would be disabling the patient due to the high impedance. Although surgery is likely, it has not occurred to date. The patient was previously seen in (B)(6) 2011 and a normal mode diagnostics test performed at that time showed the device to be functioning properly. The patient had been programmed to 1.25ma output current at that time and the physician had increased it to 1.5ma. A battery life calculation was performed which showed 3.73 years remaining until eri=yes. X-rays were taken by the hospital and they reported that the leads appeared intact and no obvious lead fractures were observed. The physician indicated that they would be sent to the manufacturer for review; however they have not been received to date.

Event description:
Additional information was received indicating that the vns patient had a nervous breakdown and had been experiencing an increase in depression and suicidal ideations.

Event description:
It was reported that the increased depression and suicidal ideations were believed to be related to loss of vns therapy once the vns had high impedance and was disabled. The clinical symptoms began occurring once the high impedance was observed. Although surgery is likely, it has not occurred to date.

Event description:
An implant card was received indicating that the vns patient underwent generator and lead replacement surgery on (B)(6) 2015 due to lead discontinuity. The explanted devices were returned to the manufacturer for analysis. No abnormal performance or any other type of adverse condition was found with the pulse generator. The device performed according to functional specifications. Analysis of the returned lead is currently underway.

Event description:
Analysis of the explanted lead was completed. Analysis confirmed discontinuity of both the positive and negative quadfilar coils in the body region of the returned lead portions. Analysis also observed abraded openings of both outer and inner tubing near break areas with fluid leaks seen. These discontinuities confirm the lead fracture seen in the x-rays, along with other discontinuities present. Pitting was also observed in some of the break regions.

Event description:
Additional information was received on (B)(6), 2013 when it was reported that the patient's generator is dead and needs replaced. Although surgery is likely, it has not occurred to date.

Event description:
Additional information was received on (B)(6) 2012 when x-rays were received for review. Ap and lateral x-rays images were received for the neck and chest. The lead pin appears to be fully inserted inside the connector block of the generator. A portion of the lead appeared to be behind the generator where lead discontinuity and sharp bends cannot be determined or ruled out in this portion of the lead. There appeared to be a lead fracture in the lead after the second tie-down. There appears to be no sharp bends in the portion of the loop that is visualized and the lead wires appear intact at the connector pin. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Adverse event or product problem, corrected data: the initial report did not check the adverse event, but was however reported in field desc of event. Outcomes attributed to adverse event, corrected data: the initial report did not check the adverse event, but was however reported in field desc of event.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.